Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the connector socket was worn out and the internal buffer was full. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, sometimes images don't show up on the visera elite video system center. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The specific root cause of the worn-out connector socket could not be determined at this time. Olympus will continue to monitor field performance for this device.